Manufacturer narrative:
Other text: additional information: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in an excellent condition. During analysis, the reported problem was able to be duplicated. It was noted that the air detector flex sensor was inoperable and was the cause of the reported issue. Service replaced the air detector to correct the reported problem. Service also performed a full preventive maintenance and all functional tests to pass. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical pump was presenting with an ail alarm. This occurred during testing and no patient present. There were no reported adverse events.